Manufacturer narrative:
(B)(4). The exact lot and list number have not been reported nor the exact type of gastrostomy tube. Four attempts were made to contact the hospital purchasing coordinator where the patient obtained his replacement gastrostomy tube. It is unknown if this abbott nutrition device is marketed internationally. The gastrostomy tube has been discarded; the complaint cannot be confirmed. Because the lot number is unknown, a batch history review could not be conducted nor could testing be conducted on any retained samples. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported his replacement gastrostomy tube's balloon valve/band detached; causing the balloon to deflate and the tube to fall out. The gastrostomy tube had been in place for three months; however, the exact insertion and removal dates are unknown. The patient had his stoma since 2007.